Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 275 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer's father that patient is no delivery, high blood glucose and high keystones. Customer was going into testing at time for indication on the diabetic ketoacidosis. Customer was advised to call back when able to complete troubleshooting and gather some information.